Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a high atrial output warning was observed although threshold testing indicated atrial capture down to a small pacing amplitude. The sensitivity was maximized due to possible atrial undersensing. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.